Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller advised that horizontal lines across the screen made the display difficult to read. No adverse event alleged. A request was made for the return of the device.